Event description:
It was reported that the insulin pump alarmed no delivery. The customer declined to provide their blood glucose. The customer was unable to troubleshoot at the time of the call because they had a doctor's appointment to go to. The customer was advised to call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.